Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem customer technical support. No additional information was provided.